Event description:
It was reported that the patient "never" had therapeutic effect despite reprogramming the device "several times". It was indicated that the patient's back "hurt as much as it ever did" and the stimulation sensation "faded away" gradually within hours. It was noted that the patient's trial was successful. The patient was told "he was not healed yet". Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3550-39, lot# n312993, implanted: (B)(6) 2012, product type: accessory. (B)(4).